Event description:
During implant, it was noted that a guidewire could not be inserted into the left ventricular lead. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Upon analysis, the reported event of guidewire/lead insertion difficulties was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead found the inner coil to be offset/damaged in multiple locations consistent with damage occurring at the time of procedure. The cause of the reported event was isolated to the offset/damaged inner coil in multiple locations during use.